Event description:
Pt's sister reported that sister dropped her cadd legacy pump sn #(B)(4), and now it won't work. It turns on, but then shuts off. The pt did not miss any therapy. The pt is returning the pump for replacement which is being sent to arrive (B)(6) 2017. Dose or amount: 18ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2017. Diagnosis or reason for use: i27.0 primary pulmonary hypertension (B)(4).